Event description:
The surgeon was placing the catheter in the disc, met resistance and when he pulled back on the catheter it began to shear and the tip broke off. The tip remains in the pt and the procedure was aborted. The pt was scheduled to see a neurosurgeon for surgery to remove the catheter tip. It is unk at this time if the tip was removed from the pt.

Manufacturer narrative:
User facility is not returning the device at this time, therefore no eval could be performed.